Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use at the time of event and during diagnostic procedure issue got happened. The procedure was completed in other way by deleting previous cases prior to starting the current case. It was reported that there was an issue with the ippc hard drives. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that due to image drives in the imaging pcs were fragmented and full capacity was not available. The hospital decided to replace the hard drives instead of re-formatting them. Fse replaced hard drives. After the replacement of hard drives, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a ippc hard drives issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the ippc hard drives. No harm was reported to philips. Philips has started an investigation of this complaint.